Manufacturer narrative:
Meter cegv034-m4535 was returned and investigated with retained test strips. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.

Manufacturer narrative:
This serves as a correction report. Incorrectly identified the meter as a freestyle lite meter on the initial MDR 30 day and MDR 30 day follow up #1 reports. Updated to reflect a freestyle freedom lite meter.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.